Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the right lead having migrated downward was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-jun-2021, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a lead migration/dislodgement; the right lead migrated by 1 electrode space. It was noted that the event was related to the device or therapy and not related to the implant procedure. Interventions taken included reprogramming the neurostimulator. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2017. No patient symptoms were reported. No further complications were reported/anticipated.